Event description:
Reporter indicated that vns pt has experienced one generalized tonic-clonic seizure at exactly 9:25pm every ten days since implant. It was reported that the pt had not experienced this type of seizure for approximately 18 months prior to vns implant. There have reportedly been no recent changes to the pt's medication regimen. Report is incomplete because device tracking information was not received by MFR after implant. Additionally, no response has been received to MFR's request for additional info from treating neurologist.

Event description:
Further follow-up with treating neurologist indicates that the patient's condition is currently "good" and that she has not experienced a grand mal seizure for thirty days. Device settings were adjusted and device diagnostic testing was reportedly within normal limits, indicating proper device function. The electivwe replacement indicator wasno, ruling out generator battery end of life as a possible cause of the reported event. Neurologist indicated that prior to improvement in her condition, the patient's increase in seizure activity was above pre-vns baseline frequency. It was reported that the patient's overall health condition was not worsening and that there were no environmental stimuli that may have contributed to the reported increase in seizure activity.